Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since received current implant has experienced improvement in bladder control however isn't sure of the effectiveness. Patient said that received implant for overactive bladder however said that the bladder has dropped down which could be contributing to their issues and said their bladder is still down even after several surgeries. Patient said doesn't get the urge to go until the last second. Patient said has trained their bladder to do things and urinates every two hours and also uses a catheter six times a day as initial physician said patient wasn't emptying bladder completely. Patient said that this implant has helped with the dribbling and now uses a lighter pad. Patient said received the new implanted system so could have full body mris. The circumstances that led to the reported issue were unknown. Patient said has bowel movements but said that they are not spontaneous unless gets too much fiber. Patient said doesn't always feel the urge to have a bowel movement however said that it is getting better. When asked, patient said that last night was engrossed in a movie and all of a sudden had to go to the bathroom so patient went to use the bathroom and said it was a good experience. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms.